Event description:
This is a gentleman with cholangiocarcinoma resulting in biliary obstruction who was admitted in 2007 for cholangitis and management of a blocked metal stent. Patient readmitted on thirteen days later, presenting with rigors, fevers, right upper quadrant pain, with labs showing elevation of his total bilirubin. The pt likely has recurrent cholangitis due to another stent occlusion. Unexpected and unrelated ae. Pt is enrolled, but chemotherapy has been postponed due to these events.